Event description:
It was reported that the ilet device¿s sleep/wake button did not respond until the user cleaned their finger, after which the screen woke and the device was unlocked; the event was categorized as a hardware issue with troubleshooting and education completed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education through customer care. Investigation of this case revealed normal device function after cleaning, consistent with transient user-interface unresponsiveness without component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues resolved through cleaning and proper operation.